Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history was performed and no complaint issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Corrected data: brand name. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product evaluation was performed. The investigation of the complaint articles has shown that the: one of the following was received with no reported product problem: ti multiloc end, for multiloc nail, 5mm extension (04.019.005 / lot # 5910270 / mfg location: monument / mfg. Date: 04/2011) the following drawings were reviewed for the implants and are determined to be suitable for the design and related dimensional conformity: (B)(4). The returned implants are in good, functional condition. The blue annodization is worn in multiple places on the proximal portion of the nail, including a small portion of the laser marking; one gouge is present on the distal tip. End cap is intact and functional, with only a few gouges around the hex drive. The multiloc screws are in excellent condition; threads are intact and functional. The threads on the distal locking screws are worn and rolled in the middle-distal portion. The returned implants are indicated for fractures of the proximal humerus; 2, 3, and 4-part surgical neck fractures; fractures of the proximal humerus with diaphyseal extension; diaphyseal fractures of the humeral shaft; and impending pathological fractures. Proper use is addressed in technique guide j9981-b. The returned implants were used in a segmental fracture of the humerus, but due to a lack of information including x-rays being unobtainable, we cannot ascertain the exact cause for the delayed healing. But since the implants were removed intact and functional, it is determined that the design of the implants did not contribute to this complaint, and this complaint. Although the exact cause cannot be determined due to not enough information, method of use could have been a cause. It is determined that the implant's design was not a factor. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. H11 correction mfg date: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient failed to recover after a right humeral intramedullary nailing on (B)(6), 2013 for a segmental fracture. The implanted nail and screws were removed on (B)(6), 2014, and the fracture is healing. This complaint is regarding 1 humeral nail, 5 screws, and one end cap. This is report 2 of 7 for the same event, (B)(4).